Event description:
As part of (B)(4) field safety corrective action, customer service agent called customer on (B)(6) 2013. The customer's mother mentioned that her son was using affected test strips with their freestyle navigator 1.5. Caller also mentioned that their son experienced vomiting and dizziness and went to the hospital; however, no medical complication was reported. The mother additionally reported receiving low blood glucose results on their freestyle navigator continuous glucose monitoring system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The freestyle test strip lot number that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-11/14/13-002-r) and affected consignees were notified by letter beginning november 18, 2013. Test strip lots for the above mentioned recall could potentially affect clinical outcome and produce an erroneously low blood glucose reading in the parkes c or d zone when used with a non-applied voltage meter. This issue only occurs when the affected strip lots are used with certain freestyle, freestyle flash blood glucose meters, freestyle navigator continuous glucose monitoring system and the freestyle blood glucose meter built into the omnipod system. Note: date of event is reflected as (B)(6) 2013 as the day in (B)(6) is unknown. Freestyle lite test strips are not compatible with freestyle navigator cgms. All pertinent information available to abbott diabetes care has been submitted.